Manufacturer narrative:
(B)(4). The returned screw features minimal signs of use beyond some light surface markings and discoloration. However, all of the threads inside of the tulip head have been torn off. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the damage to the threads of the poly screw cannot be determined from the sample and the information provided. A potential root cause may be inadvertently cross threading a set screw during insertion into the tulip head of this poly screw. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sliding wires. During the lumbar surgery, sliding wires occurred before locking the screws and nuts .